Event description:
It was reported that the patient was taken to the emergency room with "extreme spasms or stimulous in the pocket and same side arm" one week post implant. The spasm or twitching occurred even without pacing. Even at maximum output on both the atrial and ventricular leads, no twitching coincided with pacing. An x-ray was noted to be normal. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.